Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a bd (battery depletion) latitude indicator notification. Technical services was contacted for recommendations, at which time a longevity data analysis was recommended to determine the validity of the bd message. To date, the device remains implanted and in service with no system changes. The field representative reported the data analysis would be done at a later date. No adverse patient effects have been reported.